Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient called the clinic and complained of chest pain and shortness of breath. Patient was brought to the emergency room and a computed tomography (CT) scan was performed, revealing a small pericardial effusion, due to micro perforation from the right ventricular lead. The patient was observed overnight and a pericardiocentesis was performed. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event was for perforation. A complete lead was returned in one piece. The helix extension length was within specification. A tip stiffness test was performed, and the results were within specification. Analysis was normal. No anomalies were found.